Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015 (date is approx.), a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture. It was reported that while inflating the balloon it ruptured. It was reported that the psi was less than 200. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified leakage at the distal tip. The location and nature of failure is consistent with pin hole leak in distal bond due to contact with bone shard. The above observations are consistent with damage.